Event description:
It was reported that a pt underwent a kyphoplasty procedure without incident. Reportedly, in the recovery room, the pt experienced discoloration of the skin which appeared on his entire body. His lips were also enlarged. He was given, epinephrine, benadryl, and hyprocodix and within 20 mins the discoloration began to resolve. In approx four hours, the pt recovered 100%. Reportedly, the cause of the allergic reaction is unk. No additional info was reported.

Manufacturer narrative:
Method: device not returned, followed up with company representative.